Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the conical tip of the vasoview hemopro endoscopic vessel harvesting system broke off the proximal end inside the patient's leg. The piece was not retrieved. The incision was closed with the piece still inside the patient's leg with no additional patient effects reported. The product is returning.

Manufacturer narrative:
Method - the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).